Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic post syncope with intermittent loss of capture, long pauses between paced beats and arrhythmia (heart block). Upon device interrogation, the right ventricular (rv) lead exhibited high and unstable thresholds, unipolar and bipolar impedance warnings due to high and low impedance, a polarity switch, high short v-v intervals, oversensing, oversensing of noise leading to intermittent pacing inhibition, and possible fracture. It was also reported that the right atrial (ra) lead exhibited high and unstable thresholds, unipolar and bipolar impedance warnings due to high impedance, a polarity switch, oversensing, oversensing of noise leading to intermittent pacing inhibition, and possible fracture. The ra and rv leads were programmed off, and a new implantable pulse generator (ipg) and rv lead were implanted on the patient's right side. No further patient complications have been reported as a result of this event.